Event description:
A laser technician reports a wave card could not be read. Follow-up info from the surgical technician indicates the event took place during the biweekly calibration with no pts present. When the new wave card was inserted into the card reader to check how many procedures were on the card, the card reader revealed 'card can not be read'.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).